Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice device during dwell four of five of peritoneal dialysis therapy, while the hp was connected. The hp stated that there were no obvious reasons for the alarm, and nothing was found during troubleshooting that would have caused or contributed to the alarm. The technical service representative advised the hp in ending therapy and removing the cassette. It is unknown how the hp planned to complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.